Event description:
The customer reported a falsely depressed sodium result generated on the alinity c processing module for one patient sample. The following data was provided (customer¿s sodium reference range: 136-145 mmol/l. Critical is < 121 or > 157 mmol/l): sid (B)(6): initial sodium result = 119 mmol/l (result not released out of the lab); repeat result = 143 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The ict model (09d28-04, lot 241220374) on the alinity c processing module, serial (B)(6), was replaced to resolve the issue. No additional patient result issues have been documented since the part was replaced. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the ict modle (09d28-04, lot 241220374) did not identify an increase in complaint activity. The review of the manufacturing documentation did not identify any nonconformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module for serial (B)(6) or the ict modle (09d28-04, lot 241220374) was identified. Updated d10 - concomitant product to include ict modle, 09d28-04, 241220374.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely depressed sodium result generated on the alinity c processing module for one patient sample. The following data was provided (customer¿s sodium reference range: 136-145 mmol/l. Critical is < 121 or > 157 mmol/l): (B)(6): initial sodium result = 119 mmol/l (result not released out of the lab); repeat result = 143 mmol/l. There was no impact to patient management reported.